Event description:
The account confirmed the incorrect diopter intraocular lens was initially implanted. This iol was removed and replaced with the correct diopter.

Manufacturer narrative:
The manufacturer received an empty lens case only. The lens was not received for analysis. The replacement intraocular lens was reported by the physician to be a half diopter lower than the initial lens implanted. This information reasonably suggests this adverse event is not manufacturing related. No additional reports received for lenses in this lot and iol met specifications prior to release. Iol not returned for analysis.